Manufacturer narrative:
Device not returned. Additional manufacturer narrative: operative report was received, but has not been translated. Per the surgeon's response, the device is unavailable for return. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Conclusion: in this case, the infection was identified as staph. Epidermitis more than 90 days post-operatively. He also had a second device implanted in the initial procedure. Staphylococcus epidermidis is a gram-positive, coagulase-negative cocci that is a part of our normal flora. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for sterilized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, a response was received from the health care provider indicating the valve was explanted after an implant duration of 3 months 12 days (3.40 months) due to endocarditis. The explanted device was a 23mm valve and was replaced with a 19mm valve of the same model. The type of infection was identified in the response as staph epidermitis; however, the source was not disclosed. Additionally, per the implant operative report, a second device was implanted and referenced as "supracoronary aorta ascendens-ersatz (haemashield-prostheses 28mm). Report to be translated".